Event description:
It was reported that the patient was feeling over-medicated on (B)(6) 2014 (also noted to have been on (B)(6) 2014). The pump was reprogrammed on (B)(6) 2014. The relatedness was reported as not related to the pump. The severity was mild. The event outcome was resolved without sequelae on (B)(6) 2014. The pump system was being used to infuse gablofen, dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was feeling excessively drowsy.